Event description:
It was reported by the physician's office that the patient's device was checked and showed there was high impedance. Information was received that x-rays were not performed and it is believed that there is a possibility the pin was not securely screwed in at the time of the surgery. Additional information was received that the patient reported they were having an increase in seizures due to the device not working. Implant and warranty card was received indicating the patient had a full revision due to high impedance. The explanted device has not been received for product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Event description - correction - inadvertently did not include the information is supplemental #02 submitted.

Event description:
Product analysis (pa) was completed on the generator returned . Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Although the reported allegation of ¿increased seizures¿ cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.972 volts as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Event description - correction - inadvertently did not include this information in the supplemental #01 submitted. Device code - correction - inadvertently did not include code of corrosion this information in the supplemental #01 submitted. Device evaluated by MFR - correction - inadvertently selected no instead of yes for the product analysis being completed in the supplemental #01 submitted.

Event description:
An analysis was performed on the returned lead portion and the reported allegations of explanted due to lead break/high impedance was not confirmed. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis what appeared to be pitting was observed on the unmarked connector pin surface. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the unmarked connector pin pitted area and identified the area as consisting of chromium, iron, nickel, silicone, molybdenum, sodium, aluminum, phosphorus and sulphur. Another eds procedure was performed on the clean surface of the unmarked connector pin and identified the area as consisting of chromium, iron, nickel, sodium, aluminum, silicone and sulphur. A definite cause for the pitting could not be determined based on the lead portion returned. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the outer silicone tubing and identified the deposit as containing silicon, phosphorus, sodium, magnesium and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegation of high impedance. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Event description - correction - inadvertently did not include that the lead review was performed on the initial MDR submitted. Method code - correction - inadvertently did not include analysis of product records performed.

Event description:
The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to distribution. The lead and generator were received into product analysis.